Event description:
It was reported that during testing, high electrode impedances were found on 3 electrode channels. Pt complains of facial stimulation on electrode channels 9 and 10. Pt still has good performance with the latest fitting map.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.